Event description:
It was initially reported through clinic notes that the pt has been having an increased in seizure activity over recent months with daily seizure activity. The physician believed this was a definite change and most likely due to a failing vns. Diagnostics showed everything working within normal limits with end of service flag saying no. Pt was referred for a battery replacement surgery. Good faith attempts to obtain additional information has been unsuccessful till date. Additional information received stated that the pt had a battery replacement surgery.